Manufacturer narrative:
H3: product ID 97755 lot# serial# (B)(6), product type recharger was returned and the analysis results shows that high reading na low reading na no anomalies were visually observed. No device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding external device. The reason for call was caller stated that they need a new battery for their controller. Caller mentioned that even they fully charge their controller they keep getting no device found and would not go to the screen where it supposed to. Caller confirmed no damage on the recharger. Agent walked the caller through charging the implant. Caller confirmed seeing no device found. Agent asked the caller to press recharge; caller entered passive recharging with 0-19-26, agent advised the caller to reposition the paddle to get higher numbers. Caller confirmed getting 0-97-98 numbers. Agent reviewed passive recharging; after a few minutes caller mentioned getting no device found again and asked to press recharge. Caller confirmed seeing the normal battery screen. 50% on the controller and low battery on the implant with excellent recharging. Agent reviewed information to the caller and advised to continue charging their implant and instructed to call us back if they need further assistance. Patient called back in and stated that the little box on the recharger and the paddle gets hot, and a little smoke comes out on the cord the meets the paddle. Agent sent a request to repair to replace the recharger.